Event description:
It was reported that certain channels on the nim response 2.0 incrementing patient interface were not responding preoperatively. There was no report of patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for evaluation and repair. Analysis confirmed the alleged complaint and found failure in the patient interface board, which was replaced. Due to the age of the device being less than 1 year at the time of repair and the usage environment of the patient interface, the most likely cause of the circuit board malfunction is considered to be misuse/mishandling based on the potential damage it can incur during use from dropping, etc. The device was repaired, tested to specifications and returned to the customer.